Event description:
It was reported that an ilet user experienced hyperglycemia with a glucose reading of 238 mg/dl and a flat trend after breakfast, confirmed by both the pump and a fingerstick, which subsequently decreased to 190 mg/dl during the call. Symptoms included no reported adverse symptoms. Outcomes included no medical intervention, no alerts or alarms, and self-monitoring at home. Investigation included user education and troubleshooting, with confirmation of accurate glucose readings via fingerstick. Investigation of this case revealed no device malfunction and a likely postprandial rise in glucose consistent with recent food intake, with device performance appearing normal. It was concluded, based on previously established findings for similar reports, that the cause was undeterminable with no evidence of device failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.